Event description:
It was reported that the sterile water leaked from the funnel portion of the foley catheter when it was injected with the syringe in the kit. As per additional information mentioned in the internal bd comments on 03oct2023, stated that they found a crack under the valve. Per follow-up information received from ibc on 04oct2023, stated that the event occured after use. Per follow-up information received from ibc on 17oct2023, stated that the crack under the valve, means near the valve and refers to the funnel section.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received three (3) photo samples. First photo sample showcases a 2-way catheter with syringe. Second photo sample showcases catheter with a red arrow pointing underneath the inflation value. Third photo sample showcases pinhole with leak underneath inflation value. Received a 2-way catheter. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out a 0.051" pinhole found under the inflation valve with no missing pieces. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be incorrect molding of either the inflation valve or retention cap. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked from the funnel portion of the foley catheter when it was injected with the syringe in the kit. As per additional information mentioned in the internal bd comments on 03oct2023, stated that they found a crack under the valve. Per follow-up information received from ibc on 04oct2023, stated that the event occured after use. Per follow-up information received from ibc on 17oct2023, stated that the crack under the valve, means near the valve and refers to the funnel section.